Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two unknown mentor implants, suffered right breast implant rupture, post-procedure. It was also indicated that prior to the rupture, the patient experienced trauma, a water accident. As a result, the patient underwent bilateral removal and replacement on december 3, 2009. The replacement devices were the following: (right) 300cc mentor memorygel breast implant catalog: lot: 5946599 sn: 5946599-030 and (left) 300cc mentor memorygel breast implant catalog: lot: 5946599 sn: 5946599-051. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.